Event description:
The technician alleged the bed moves up by itself. No signs of abuse or misuse. He found the outer control panels on both head siderails not working due to use. He replaced both outer control panels to resolve.